Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) receive inappropriate shocks due to oversensing. Some undersensing of small signal amplitudes was also noted. A revision procedure was performed to optimize the system position however inappropriate shocks continued. The system was explanted and the device was returned for analysis. No adverse patient effects were reported.